Event description:
According to the reporter: during a roux-en-y, it was difficult to load the suture to the device directly after opening. The needle fell out of the jaws after the very first pass through patient tissue. The needle was retrieved and there was no patient injury. A different device was then used to finish the procedure. The current patient status is fine.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received the appropriate display box and blister package in an undamaged condition. No endo stitch* 10mm suturing device was received with the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned packaging. Since the device was not received, no functional tests could be done. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.